Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1ucqt); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had appt with managing healthcare provider (hcp) yesterday and was told 3 of the 'wires' weren't functioning properly. Caller reported ins was turned off at appt and patient was scheduled for explant. Caller stated patient was prompted to go to hcp because they showed up to last MRI with no remote and could not get scan done. Caller reported patient rescheduled MRI scan, but still did not have remote. Agent reviewed MRI scanning guidelines for this scenario. Agent suggested caller reach out to local representative to come to scan and confirm ins was turned off since it wouldn't make sense for patient to get a new remote with imminent explant.